Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was repaired and returned to the customer. Based on the results of the investigation, and since the phenomenon was not reproduced by the repair department, the probably cause of the event was that the use environment had some effect on the cv-190, causing temporal abnormality in the operation of the board inside the cv-190. In relation to the slightly curved pip connector, the user might have hit the device on a solid object, causing the connector to be slightly curved. The following description about handling of the device is included in the instruction for use, which could prevent the damaged pip connector: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The referenced video processor was returned to the service center. The evaluation was unable to duplicate the reported image intermittently freezing. The video processor was tested along with the test 190 and 180 series scopes and no intermittent freezing of image was observed. All video output signals and image testing passed. However, there is a slightly bent picture in picture (pip) connector which needs replacement. The software update will be updated to latest version. The bent pip connector caused difficulty when disconnecting the cable.

Event description:
The technical assistance center was informed that during use for a procedure, the evis exera iii video processor's image was froze intermittently. The freezing occurred when the input was on digital video input (dvi). No patient injury or harm was reported. During troubleshoot the image was frozen on both inputs. The equipment was turned off and brought to biomed. The freezing no longer occurred.